Manufacturer narrative:
Device was received with high sleep current and pump error 75 alarm during self test due to moisture damage on electronic assembly. No critical pump error (open book image) alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the pump screen. The customer¿s blood glucose level was 228 mg/dl at the time of the incident. The customer reported that they heard a loud clunk and was not working the insulin pump will be returned for analysis.